Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to low pacing impedance falling below the alert threshold. In addition, possible intermittent loss of capture was observed. The rv lead remains in use. No patient complications have been reported as a result of this event.